Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: sc-2218-70; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 15227684.

Event description:
It was reported that the patient lost stimulation on the left side due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to physicians preference.